Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown'), device breakage ('breakage/ expulsion: breakage'), fallopian tube perforation ('migration of essure device location of device: unknown/ migration of device through the fallopian tubes into lower abdomen and pelvic/ perforation (fallopian tube(s))') and uterine perforation ('perforation od uterus') in an adult female patient who had essure (batch no. 761440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Medical conditions: essure confirmation test(s) conducted, specify- yes. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), migraine ("other injuries/symptoms: migraine,"), headache ("headaches,"), fatigue ("fatigue"), swelling ("swelling"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgical removal of coil(s), surgery to remove essure and to remove essure). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, uterine perforation, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, migraine, headache, fatigue, swelling, vaginal haemorrhage and weight increased outcome was unknown and the pelvic pain, back pain and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, swelling, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2007. Essure was placed bilaterally. 5-7 coils on both sides visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs received. Lot number added. Reporter information updated. New events: abnormal bleeding (vaginal), migration of essure device location of device: unknown/ migration of device through the fallopian tubes into lower abdomen and pelvic/ perforation (fallopian tube(s)), perforation of uterus, weight gain, back pain, stomach pain, patient did not undergo essure confirmation test were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown'), device breakage ('breakage/ expulsion: breakage'), fallopian tube perforation ('migration of essure device location of device: unknown/ migration of divice through the fallopian tubes into lower abdomen and pelvic/ perforation (fallopian tube(s))') and uterine perforation ('perforation od uterus') in an adult female patient who had essure (batch no. 761440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Medical conditions: essure confirmation test(s) conducted, specify- yes. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), migraine ("other injuries/symptoms: migraine,"), headache ("headaches,"), fatigue ("fatigue"), swelling ("swelling"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgical removal of coil(s), surgery to remove essure and to remove essure). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, uterine perforation, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, migraine, headache, fatigue, swelling, vaginal haemorrhage and weight increased outcome was unknown and the pelvic pain, back pain and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, swelling, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2007. Essure was placed bilaterally. 5-7 coils on both sides visualized. Discripancy noted as removal date (B)(6) 2011 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Lot number: 761440 manufacturing date: 2010/07 expiration date:2013/07. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 13-apr-2021: mr received. Reporter's information added.fu received.no new significant change made in medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify- yes. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), migraine ("other injuries/symptoms: migraine,"), headache ("headaches,"), fatigue ("fatigue") and swelling ("swelling"). The patient was treated with surgery (to remove essure). At the time of the report, the device breakage, pelvic pain, abdominal pain, dyspareunia, vaginal discharge, migraine, headache, fatigue and swelling outcome was unknown. The reporter considered abdominal pain, device breakage, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, swelling and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. New events added: pelvic/abdominal, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), breakage/ expulsion: breakage, bladder/urinary problems: vaginal discharge, other injuries/symptoms: migraine, headaches, fatigue, swelling were added. Product indication was updated. Insertion details updated as per new pfs. Essure model number was updated from 205 to 305. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unknown'), device breakage ('breakage/ expulsion: breakage'), fallopian tube perforation ('migration of essure device location of device: unknown/ migration of device through the fallopian tubes into lower abdomen and pelvic/ perforation (fallopian tube(s))') and uterine perforation ('perforation od uterus') in an adult female patient who had essure (batch no. 761440) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Medical conditions: essure confirmation test(s) conducted, specify- yes. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), migraine ("other injuries/symptoms: migraine,"), headache ("headaches,"), fatigue ("fatigue"), swelling ("swelling"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), back pain ("back pain") and abdominal pain upper ("stomach pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (surgical removal of coil(s), surgery to remove essure and to remove essure). Essure was removed on (B)(6) 2011. At the time of the report, the device dislocation, device breakage, fallopian tube perforation, uterine perforation, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, migraine, headache, fatigue, swelling, vaginal haemorrhage and weight increased outcome was unknown and the pelvic pain, back pain and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, swelling, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2007. Essure was placed bilaterally. 5-7 coils on both sides visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Lot number: 761440, manufacturing date: 2010/07, expiration date:2013/07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. Supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test(s) conducted, specify- yes. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal discharge ("bladder/urinary problems: vaginal discharge"), migraine ("other injuries/symptoms: migraine,"), headache ("headaches,"), fatigue ("fatigue") and swelling ("swelling"). The patient was treated with surgery (to remove essure). At the time of the report, the device breakage, pelvic pain, abdominal pain, dyspareunia, menorrhagia, vaginal discharge, migraine, headache, fatigue and swelling outcome was unknown. The reporter considered abdominal pain, device breakage, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, swelling and vaginal discharge to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: quality safety evaluation of product technical complaint. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.